Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced due to the frequent charging. The patient was reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement has been recommended.

Manufacturer narrative:
A returned product analysis indicated that the complaint was verified. The analog ic (aic-u1) was damaged prior the explant procedure. The battery depletion rate with stimulation off measured at a rate that exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The root cause of the aic-u1 damage and the melted battery insulation is unknown. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual).

Manufacturer narrative:
Additional information received stated that the patient has postponed surgery as he will need medical clearance for a non device related issue. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement has been recommended.